Manufacturer narrative:
K. Amuluru, d. Sahlein, f. Al-mufti, t. Payner, c. Kulwin, a. Denardo and j. Scott. The dilator-dotter technique: a modified method of rapid internal carotid artery revascularization in acute ischemic stroke. American journal of neuroradiology october 2020, 41 (10) 1863-1868; doi: https://doi.org/10.3174/ajnr.a6733. This value is the average age of the patients reported in the article as specific patients could not be identified. This value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. Please note that this date is based off of the date of publication of the article [or the date that the article was accepted for publication] as the event dates were not provided in the published literature. The device used was a solitaire platinum, but the model was not reported. If information is provided in the future, a supplemental report will be issued.

Event description:
K. Amuluru, d. Sahlein, f. Al-mufti, t. Payner, c. Kulwin, a. Denardo and j. Scott. The dilator-dotter technique: a modified method of rapid internal carotid artery revascularization in acute ischemic stroke. American journal of neuroradiology october 2020, 41 (10) 1863-1868; doi: https://doi.org/10.3174/ajnr.a6733. Medtronic literature review found reported of patient complications in association with endovascular thrombectomy for acute ischemic stroke (ais). The purpose of this article was examine the safety and efficacy of this dilator-dotter technique. The authors reviewed 32 cases of patients treated for ais using a stent retriever (solitaire or embotrap ii). Of the 32 patients, the average age was 63 years, 7 were female and 25 were male. The mean national institutes of health stroke scale (nihss) score was 17 at presentation. The article does not state any technical issues during use of the solitaire. Definitive intracranial revascularization (tici 2b¿3) was obtained in 31 patients (97%), with 18 patients (56%) achieving full modified thrombolysis in cerebral infarction (mtici) 3 recanalization. The following intra- or post-procedural outcomes were noted: 1. One patient required an emergent internal carotid artery stent after intracranial thrombectomy, which re-occluded on postintervention day 2, causing massive cerebral edema necessitating hemicraniectomy, and the patient died on postinfarct day 47.